Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker previously showed nine and a half years remaining longevity. During the recent device check, the device showed six years remaining longevity. Analysis showed that the device was high rate atrial sensing at an average rate of 348 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. The device has minute ventilation (mv) sensor on and if signal artifact monitoring (sam) was enabled can consume an additional 2 to 4 microwatts of power and even more in the presence of high atrial rate sensing. The clinic may want to evaluate why the sudden change in high rate atrial sensing and consider programming the device to a non-atrial based brady mode, turn off the atrial sensing lead, turn off minute ventilation (mv) sensor and disable signal artifact monitoring (sam). The device remains in service. No adverse patient effects reported.